Event description:
Reportedly, circuit had been in use with vascath approx 65 hours, when trying to disconnect end of circuit came away and remained attatched to vascath.vascath had to be replaced as well as circuit

Manufacturer narrative:
No patient injury or death was reported. At the time of this report, no product was returned for evaluation.